Event description:
The caller reported that the flange disconnected from the external cannula of the reported tube. Info provided does not confirm if medical intervention (recannulation of a replacement tube) was required. Covidien has made multiple attempts to collect further info related to this report with no response to date.